Event description:
The (B)(6) police department, on behalf of the coroner, requested ge healthcare perform a checkout of the equipment. It was reported that a child coded during a dental procedure and subsequently died. There was no allegation of equipment malfunction.

Manufacturer narrative:
Unit was manufactured in 1995. Month is not known. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.